Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary stenting procedure. Pre-dilatation was performed and a 2.75 x 38 mm xience prime stent and a 3.5 x 33 mm xience prime stent were implanted in the proximal circumflex artery. Direct stenting was performed in the mid right coronary artery (rca), with implantation of a 3.5 x 18 mm xience prime stent. On (B)(6) 2014, restenosis occurred in the 3.5 x 18 mm xience prime stent, implanted in the mid rca, and was treated with implantation of a 3.5 x 28 mm non-abbott stent (previously reported). On (B)(6) 2016, the patient was re-hospitalized and in-stent restenosis was noted in the area proximal to the non-abbott stent, which was implanted in the 3.5 x 18 mm xience prime stent. Intervention was performed, with implantation of a 3.0 x 28 mm non-abbott drug eluting stent and a 3.5 x 18 mm non-abbott drug eluting stent. The patient condition resolved on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received, indicating the correct procedure date for the implantation of the 3.5 x 28 mm non-abbott stent is (B)(6) 2015. No additional information was provided.